Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power issue with the pump. The reporter stated that there was a replace battery alarm on (B)(6) 2016 and this alarm is recorded in the pump's alarm history. The reported stated they could not say if the patient changed the battery as a result of receiving the alarm or not; however, the pump was still working or working intermittently. The pump is being returned for investigation at the insistence of the health care provider. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no reported patient harm associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: review of the black box data and alarm history revealed replace battery alarms recorded on (B)(6) 2016 at 12:26 am due to normal battery wear. The black box data revealed the battery was changed immediately after the replace battery alarm occurred and the pump was in use and the pump was in use 14 hours beyond the replace battery alarm. There was no evidence of short battery life observed in the pump histories. On examination, there was no damage to the battery cap or battery compartment. The battery cap was evaluated and found to meet the required specifications. Electrical current draws were evaluated and found to be within the required specifications. The battery cap was able to attach securely to the pump. The pump powered on and was exercised for 24 hours with no power issues occurring. The pump was opened for investigation and did not reveal any damage to the power circuit. Investigation did not duplicate the complaint.